Event description:
It was reported that the procedure was to treat a moderately tortuosity, moderately calcified, concentric, de novo, 90% stenosis in the mid right coronary artery (rca). The 5.0x8 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at first inflation at 15 atmospheres. There was no resistance advancing or removing the balloon catheter. A non-abbott device was used for post-dilatation and the procedure was completed without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide cath: launcher 6f jr4.0; stent: xience prime 3.5x15mm, 3.0x38mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon catheter was prepared for use inside the patient anatomy. The instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.